Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to reach out to a healthcare provider for backup therapy as none was currently available. Technical support sent a replacement pump and provided instructions for returning the malfunctioning pump using a pre-paid label. Additionally, the customer was given guidance on placing the pump in storage mode and was informed of the steps to take upon receiving the replacement.